Event description:
The ge oec 2500 fluoroscopy sys would not boot up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and reloaded the configuration files to restore function. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.